Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal lioresal 500 mcg/ml (dose 100 mcg/day) via an implanted pump. The patient's medical history included multiple sclerosis and intractable spasticity. On (B)(6) 2015, the patient experienced delirium and fever post-operative day one after a new pump and catheter implant on (B)(6) 2015. The issue being reported was post-op urosepsis. The patient was transferred to the intensive care unit (ICU). Blood cultures and urine cultures were done and showed gram negative rods. The patient reportedly had a history of asymptomatic bacteriuria. The patient was placed on intravenous (IV) antibiotics and as of (B)(6) 2015 was responding well. The surgeon would consult with infectious disease doctor to determine if explant is needed. The issue was not resolved at the time of this report. The patient's status at the time of this event was "alive- with injury" the patient was still in the ICU being treated for urosepsis. Surgical intervention had not occurred and it was unknown if surgical intervention was planned. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient was doing well and was receiving effective therapy.

Event description:
Additional information was received from a company representative. It was reported that explant surgery was not needed. The patient was discharged from an acute care setting to a sub-acute setting.